Manufacturer narrative:
Date of awareness used in the date of event. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes stopper is stuck in the tube sand are unable to uncap the rubber stopper.